Manufacturer narrative:
Please note that this device (onyx trucor) is not marketed in the united states; however, the device is deemed the same as the united states marketed device (resolute onyx rx). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure three onyx trucor coronary drug eluting stents were used. The first onyx trucor stent (4.0x38) failed to cross the lesion and the tip fractured during delivery through the vessel. The lesion being treated was non-tortuous, severely calcified with a chronic total occlusion (cto - 100%) in the proximal right coronary artery (rca). The device was inspected prior to use and negative prep was performed with no issues noted. The lesion was pre-dilated with a non-medtronic cutting balloon and one nc euphora balloon. The device did not pass through a previously deployed stent. Excessive force was not used during delivery. The detached portion of the device does not remain in the patient and was removed within the catheter. A non-medtronic rotational atherectomy system was also used. Prior to stenting ivus imaging showed calcific plaque in the rca. The second onyx trucor stent (4.0x22) was deployed in the mid to distal rca at 10atm and the third onyx trucor stent (4.0x38) was deployed in the mid rca at 12atm. During stenting, a drop in blood pressure and pulseless electrical activity (pea) arrest was reported. Return of spontaneous circulation (rosc) occurred. The stents were post-dilated with one nc euphora and one non-medtronic balloon. Ivus imaging was performed after stenting and showed good stent expansion in both stents. A successful pci with a reduction from 99% to 0% stenosis was reported. No further patient complications have been reported as a result of this event.